Event description:
It was reported that supraventricular tachycardia occurred. A watchman access system (was) double curve and 27mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During the trans-septal puncture, the patient went into supraventricular tachycardia (svt) and eventually stabilized. The physician performed a coronary angiogram and all coronaries were normal. No interventions were performed. The procedure continued and was successfully completed with the implantation of a 27 watchman laa closure device. No other complications were reported. The patient is doing well and was discharged one day post procedure.